Event description:
As reported, during an unknown procedure, the optifix fixation device was used to fixate the mesh. As reported, after the 4th attempt the fasteners did not hold the mesh. It was reported that, 2 out of 8 fasteners successfully fixated into the mesh and the loose fasteners were removed from the patient¿s body. It was reported that the surgeon used another device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fasteners failed to fixate the mesh and removed from patient's body. The subject device is not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿